Event description:
Patient came out of or on nitroglycerine drip still oozing blood, pump malfunctioned, hypertensive for 10 minutes before blood pressure controlled by nitroglycerine on new pump and additional meds. Pt had increase in bleeding post hypertensive event and went back to or per physician. Patient recovered without additional event.